Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data. The sample was centrifuged at the customer's off site collection center. Hsc recommends review of proper pre analytical sample handling procedures. The cause of the discordant, falsely low na, k and cl results is unknown as the sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.